Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00081, 1627487-2024-00082. It was reported the patient wanted to update the scs system. As such, the ipg was explanted. During the explant, it was noted the ipg site was full of pus. The leads were cut during this procedure. During a later procedure the leads were explanted and replaced due to being cut. Patient was admitted for wound management and given IV antibiotics. The cultures for the ipg site came back negative for infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.